Event description:
Medtronic received information that the day after the implant of this transcatheter bioprosthetic valve, a post-operative electrocardiogram revealed an intermittent junctional rhythm which was treated with implant of a permanent pacemaker. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.